Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had no image and white residue in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue of no image occurred due to moisture in the plug unit. In regards to the white residue, a definitive root cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.